Event description:
The dr stated that the customer is not educated on the pump and was recently hospitalized for dka. The dr's office called to learn how to set basal rates on the customer's pump. The dr is also learning about the pump and is working with an endocrinologist.